Manufacturer narrative:
One 6 fr angio-seal evolution device was received for product. The angio-seal carrier tube assembly and handle was received separate from the hemostatic sheath. The arteriotomy locator and guidewire were returned separately as well. Upon visual analysis, it was noted that the locator was slightly curved and bent near its hub. For functional testing, the hemostasis sheath was mated with the arteriotomy locator. A tactile click was felt and the mating was realized successfully. Next the returned guidewire was inserted into the mated assembly. The guidewire was able to progress as intended. Guidewire outer diameter = 0.0331", locator inner diameter = 0.037", all measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. There is no evidence that this event was related to a device defect or malfunction. The investigation revealed the device was of normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor found the angio-seal evolution mini guide wire was not able to be inserted into the dilator. The doctor changed to a new angio-seal set and finished the procedure. Estimated blood loss was less than 250cc. The patient was in stable condition. Additional information was received on july 17, 2018. A percutaneous coronary intervention procedure was being performed. A 6fr procedure sheath was used. A pre deployment angiogram was performed. The user felt difficulty inserting the mini wire to the dilator.